Manufacturer narrative:
(B)(4).

Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient inserted sensor into arm, which is not an approved site. The foreign patient's mother did not report injury or medical intervention.